Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, after removal of the 14f esheath+ and deployment of the non edwards closure devices x 2, there was some minor bleeding of the left femoral artery at the access site, which was visualized under fluoroscopy. Manual pressure was applied to the site until hemostasis was achieved and confirmed again under fluoroscopy. The patient's vital signs were stable. The esheath was inspected after it was removed from patient and was intact but the tear at the clear, distal c shaped portion was atypical (fcs noted in the photos provided by quality compliance specialist that it was a distal tip tear). It is being sent back for further inspection. There was no apparent cause. The esheath+ insertion and withdrawal were routine and uncomplicated, with no resistance, torquing, or removal difficulties. No blood transfusion was required.

Manufacturer narrative:
The investigation is ongoing.